Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). DHR - lot 178362, conformed to the specifications when released to stock. Failure analysis - the catheter was evaluated and the following observations were noted. There was no visible damage to the millar sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Possible root cause for this issue reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that 1 microsensor probe showed inaccurate behavior. Implanted at august 25th, it worked for one day showing good data. Than it showed negative pressure data and finally no data at all. In the morning of aug 27 is started again working showing negative pressure. The patient received a new probe from another lot with a different dirctlink module.